Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was light evidence of blood detected on the jaws. Microscopic inspection showed the heater wire on the hot jaw appeared slightly flexed but remained attached to the jaw. The silicone boot insulation on the jaws appeared intact. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed. The device activated, however would not transect the tissue. Two attempts were made to cut the tissue with no success. The handle was opened to evaluate the internal components. No visible defects were observed on the toggle. The switch was examined under microscopy. There was no evidence of contamination on the switch. Based on the returned condition of the device and the results of the investigation, the reported failure "failure to cut" is confirmed. The analyzed failure "material twisted/bent; wire" is also confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.